Manufacturer narrative:
No adverse patient effects were reported as a result of these observations. The rv lead was successfully repositioned, and available information suggests that the rv lead and ICD remain implanted and in service. This event will be updated if any additional information becomes available. Additional information was received that the device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead likely dislodged. Several polymorphic non-sustained ventricular tachycardia (nsvt) episodes were observed, that were believed to be induced due to the lead dislodgement. The patient's implantable cardioverter defibrillator (ICD) delivered shocks for the vt, which successfully converted the rhythm.